Event description:
Patient's family member says she heard a loud "pop" sound followed by the continuous alarm from the ventilator. She saw gray smoke coming from the back of the ventilator screen. She called for help and ICU rn came in immediately. He took patient off the vent, bagged him and another rn brought in another ventilator from next door. Affected ventilator was sequestered and sent to biomed for evaluation.